Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "contracture and grade 4". The device has been explanted.

Event description:
Healthcare professional reported right side "contracture and grade 4". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, white particles in shell, the weight the device within specification. After autoclave cycle was observed cloudy gel, voids between shell and gel. Microscopic analysis identified wear abrasion. Based on the device analysis the final assessment is: no issues found related to the manufacturing process. Additional, changed, and/or corrected data: d.9, h.3, h.6.